Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 17326194 / 17326194 product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial:(B)(6). Batch: 17139690.

Event description:
It was reported that the patient was experiencing overstimulation causing discomfort and pain. It was also stated that the patient was taking longer to charge the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices will not be returned.